Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was "running, but not pushing anything through". They stated that they had been using (B)(6) pediatric peptide and that the pump would alarm no flow out frequently. They stated that when they switched to (B)(6) peptide that the pump would indicate it was delivering, but would not. Mmdg did follow up with the initial reporter, who stated that the patient was fine after the complaint. (B)(4).